Event description:
The customer alleged a heine laryngeal blade handle was damaged after processing it in the sterrad nx unit. The customer stated that the green band located where the laryngoscope blade attaches to the handle was bubbling up then hardening. The instrument is compatible with the unit. The customer believed the age of the instrument could have caused the event. No injuries were reported from the event.

Manufacturer narrative:
Conclusion code: other - outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assessment activities.